Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (batch no. 12279890 (per pfs)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included endometrial ablation (novasure endometrial ablation for dysfunction uterine bleeding".) On (B)(6) 2010 and polycystic ovary. Previously administered products included for an unreported indication: metformin. Concurrent conditions included fibroids, cyst rupture and hellp syndrome. Concomitant products included drospirenone + ethinylestradiol (yasmin) for contraception and dysmenorrhea as well as nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems - depression"), anxiety ("mental anguish") and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery (ablation and hysterectomy with unilateral salpingectomy ¿ left side only on (B)(6) 2015). At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the depression, dysmenorrhoea, anxiety, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of removal: (B)(6) 2015. Hysterectomy with unilateral salpingectomy - left- salpingectomy. Insertion detail: (B)(6) 2005 only left side: diagnostic hysteroscopy was easily placed without complication, and the right fallopian tube easily seen and the left fallopian tube os easily placed with an essure at an appropriate level, released appropriately, instrument removed and five loops of essure coils were noted outside the fallopian tube in the endometrial cavity. The patient tolerated this well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea and menorrhagia". Lot number: 12279890, manufacture date: (B)(6) 2005, expiration date: 2007-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. 12278890-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included endometrial ablation (novasure endometrial ablation for dysfunction uterine bleeding".) On (B)(6) 2010. Concurrent conditions included fibroids, cyst rupture and hellp syndrome. Concomitant products included drospirenone + ethinylestradiol (yasmin) for contraception and dysmenorrhea as well as nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004. In (B)(6) 2004, the patient had essure inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("mental anguish"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery (hysterectomy, salpingectomy (one side removal of fallopian tube)). Essure was removed. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of removal: (B)(6) 2015. Hysterectomy with unilateral salpingectomy - left- salpingectomy. Insertion detail: diagnostic hysteroscopy was easily placed without complication, and the right fallopian tube easily seen and the left fallopian tube os easily placed with an essure at an appropriate level, released appropriately, instrument removed and five loops of essure coils were noted outside the fallopian tube in the endometrial cavity. The patient tolerated this well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea and menorrhagia". Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. 12278890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included endometrial ablation (novasure endometrial ablation for dysfunction uterine bleeding".) On (B)(6) 2010. Concurrent conditions included fibroids, cyst rupture and hellp syndrome. Concomitant products included drospirenone + ethinylestradiol (yasmin) for contraception and dysmenorrhea as well as nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004. In (B)(6) 2004, the patient had essure inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("mental anguish"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery (hysterectomy, salpingectomy (one side removal of fallopian tube)). Essure was removed. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of removal: (B)(6) 2015. Hysterectomy with unilateral salpingectomy - left- salpingectomy. Insertion detail: diagnostic hysteroscopy was easily placed without complication, and the right fallopian tube easily seen and the left fallopian tube os easily placed with an essure at an appropriate level, released appropriately, instrument removed and five loops of essure coils were noted outside the fallopian tube in the endometrial cavity. The patient tolerated this well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea and menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Essure lot number was added. This case is medically confirmed. Reporter, medical history and concomitant medications were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (batch no. 12279890 (per pfs)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included endometrial ablation (novasure endometrial ablation for dysfunction uterine bleeding".) On (B)(6) 2010 and polycystic ovary. Previously administered products included for an unreported indication: metformin. Concurrent conditions included fibroids, cyst rupture and hellp syndrome. Concomitant products included drospirenone + ethinylestradiol (yasmin) for contraception and dysmenorrhea as well as nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems - depression"), anxiety ("mental anguish") and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery (ablation and hysterectomy with unilateral salpingectomy ¿ left side only on (B)(6) 2015). At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the depression, dysmenorrhoea, anxiety, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of removal: (B)(6) 2015 hysterectomy with unilateral salpingectomy - left- salpingectomy. Insertion detail: (B)(6) 2005 only left side: diagnostic hysteroscopy was easily placed without complication, and the right fallopian tube easily seen and the left fallopian tube os easily placed with an essure at an appropriate level, released appropriately, instrument removed and five loops of essure coils were noted outside the fallopian tube in the endometrial cavity. The patient tolerated this well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea and menorrhagia". Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received. Lot number was updated. Added event apareunia, dyspareunia. Updated outcome of abnormal bleeding from unknown to recovered/resolved. New reporter's was added. Patient's demographics were added. Updated date of insertion. Date of removal and surgery was updated. Historical condition, historical drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included fibroids and cyst rupture. Concomitant products included nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004. In (B)(6) 2004, the patient had essure inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube)). Essure was removed. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015. Hysterectomy with unilateral salpingectomy - left- salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: new pfs + mr received- new events added; abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), she did not undergo confirmation test were added. New reporters and concomitant drugs were added. Concomitant and historical drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.